Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6)2017. Customer's blood glucose was high but did not know blood glucose level. Customer was going to bed when noticed the site was leaking around the cannula. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose on the insulin pump. Troubleshooting was attempted for the infusion set however the customer discarded it. The insulin pump will not be returned for analysis.